Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2021, at 12:00 pm. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿145 mg/dl¿ with the subject meter. The patient informed the cca that he manages his diabetes with insulin (20 units, type unspecified) and denied that he made any changes to his usual diabetes management regimen in response to the alleged issue. At an unspecified time after the issue occurred on that same day the patient developed symptoms of ¿cold sweat, dizzy and almost passed out¿. The patient denied receiving any medical treatment for the reported symptoms. No other blood glucose readings have been reported. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The cca noted that the patient did not have control solution at the time of the call to test the subject system. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.